Manufacturer narrative:
Concomitant medical products: product ID: 377760, lot# v018611, implanted: (B)(6) 2008. Other relevant device(s) are: product ID: 377760, serial/lot #: (B)(6), ubd: 12-jan-2011, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that they had lost 100 pounds and had multiple falls. The lead had migrated from t8 to t10. No actions were taken as the patient had multiple health issues and may not be approved for surgery to revise the lead. It was noted that the implanted battery was at normal end of service so it could not be read. The issue was not resolved at the time of the report.